Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 74 mg/dl, and the meter bg reading was 201 mg/dl. A root cause could not be determined. A replacement sensor was sent to the customer. Reportedly, customer delivered a bolus based on the inaccurate bg reading and bg dropped to 34 mg/dl. The customer went to the emergency and remained there for 4 hours. Customer was treated intravenously (unspecified). The customer left the ER with bg of 164 mg/dl. No additional patient or event information was available.